Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies."

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, patient experienced a limp, right knee and right ankle problems, loss of function, and weakness to bilateral hip abductor. No right hip revision has been reported. Review of invoice history indicates that the patient underwent left hip arthroplasty on (B)(6) 2012.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, patient experienced a limp and right knee and right ankle problems. No further information has been provided at this time.